Manufacturer narrative:
Other, other text: additional information: h6, h10: device evaluation: one smiths medical cadd legacy pump was returned for analysis with a scratched screen. During analysis the moment the device was powered up, the device started double beeping. It was noted that the cause of the reported issue was the downstream sensor. Service will replace the downstream sensor to correct the reported issue. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received that during bench testing of this smiths medical cadd legacy pump, the pump exhibited double beep with no cassette. No patient involvement reported.